Event description:
It was reported that the user experienced hypoglycemia while the ilet device was reported as low and disconnected, with cgm readings transitioning from elevated (209 mg/dl) to low (53 mg/dl) in a short period. Symptoms included low blood glucose, sweating, and confusion. Outcomes included self-treatment without need for emergency care or hospitalization. Investigation included customer interview, review of device use and cgm data as reported by the user, and troubleshooting and education by support personnel. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction was confirmed based on available information. It was concluded that the event was consistent with hypoglycemia of undetermined cause, with user-managed recovery using oral carbohydrate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.